Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 65 mg/dl at the time of the event. The customer stated that she accidently delivered 27 units of insulin into her body during priming, which caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best or our knowledge.